Event description:
It was later reported the cause of the discrepancy was not known. It was confirmed the doctor replaced the pump. No logs were available. The nurse stated the patient was doing fine.

Event description:
Additional information received reported that the patient was doing well and was receiving effective therapy.

Event description:
It was reported the expected residual volume (erv) exceeded the actual residual volume (arv) on six occasions. They stated the pump had consistently ¿been off¿ on the low side, but the discrepancies ¿seemed to be getting worse.¿ a discrepancy history since (B)(6) 2013 was provided. In (B)(6) 2013 the erv was 3.2 ml and arv was 0.75 ml. In (B)(6), the erv was 5.1 ml arv was 1.1 ml. In (B)(6) the erv was 6.2 ml and arv was 3.0 ml. In (B)(6), the erv was 6.7 ml and arv was 0.2 ml. In august the erv was 11.8 ml and arv was 0.2 ml. On the day of the report, the erv was 30 ml and arv was 23 ml. The patient had at times complained of flu-like symptoms such as nausea and vomiting. The patient had also had some withdrawal symptoms. When ¿bolused¿ the patient had reported feeling sleepy. It was thought the pump had always infused dilaudid and bupivacaine. A dye study was performed in (B)(6) and they found no problems with the catheter. The representative stated that after the dye study a priming bolus was performed to refill the catheter, and the patient became sleepy after the delivery of the bolus. The catheter volume was 0.187 ml and the bolus programmed was 0.6 mg. The representative stated they did not know how much they were able to withdraw prior to the dye study. They stated that they were no other known therapy complaints outside of what was listed. Per the manufacturer¿s device registry, the pump was removed and replaced on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, serial # unknown, implanted: (B)(6) 2009, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
Only pump was returned for analysis. Pump logs were gathered. Pump was left running at simple continuous rate and 0 ml of fluid was in the reservoir. Pump memory logs had no anomalies. However pump failed a dispense accuracy testing and long term volume testing also showed over infusion at full volume. Further analysis showed plenty of brown sticky like residues all with in the pump head. Pump tube had wear markings, slightly narrowed and "milky" colored. Analysis concluded overinfusion-undetermined root cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.